Event description:
It was reported to philips that the device showed an inop check printer message. There was no patient involvement. Upon investigation, (B)(4) has been determined to be related to a non-reportable issue. It is a duplicate of (B)(4). See manuf report # 1218950-2021-00106.

Manufacturer narrative:
Upon investigation, (B)(4) has been determined to be related to a non-reportable issue. It is a duplicate of (B)(4). See manuf report # 1218950-2021-00106. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a "powered off failure" message after the unit powered on. There was no patient involvement.